Manufacturer narrative:
Citation: alaide chieffo, md article title: acute and 30-day outcomes in women after tavr journal title: jacc: cardiovascular interventions 2016; 9(15):1589-600: 10.1016/j.jcin.2016.05.015 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature to examine the safety and performance of transcatheter aortic valve replacement (tavr) using an all-female registry and to further explore the potential impact of female sex-specific characteristics on clinical outcomes after tavr. All data were collected from multiple centers between january 2013 and december 2015. The study population included 1019 female patients; mean age 83 years, 461 of which were implanted with medtronic corevalve/evolut r (serial numbers not provided). Among all patients adverse events included: stroke, vascular complications, bleeding, dislodged valve, annulus or aortic rupture, ventricular perforation, complete heart block (chb), myocardial infarction (mi), coronary obstruction, valve-in-valve, surgical conversion, acute kidney injury, atrial fibrillation, left bundle branch block (lbbb), permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.